Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The drive gas check valve was replaced to resolve the reported issue.

Event description:
The hospital reported a leak greater than 4.5 lpm resulting in the loss of mechanical ventilation. There was no report of patient injury.